Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) displayed middle-of-life 1 and normal capacitor charge time at a follow-up visit. The device has been implanted 9 months. Between implant and follow-up, the device has not delivered shock therapy and the pacing percentage was zero.